Event description:
No additional information

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. DHR for lot number 3342337 has been reviewed. Subassembly lot 3342337 and material 7000bcs23 was built on afa line 12 from 22dec2023 through 29dec2023. This lot was packaged on pkg line 9 from 22dec2023 through 29dec2023 using the final lot number 3342337, material number 382523 for a quantity of (B)(4)units. No related quality issues or process deviations were found. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc was frayed . The following information was received by the initial reporter with the following verbatim: verbatim: rcc received a complaint via email. Email(s) attached. Several staff members over the last several days have noted the they have found a few of the 20g and 22g IV catheters in which the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. They were able to observe prior to use at which time they discard the IV and got a new one. Yesterday specifically they noted the split or frayed catheter upon IV removal. The IV was removed intact however the catheter portion was not an intact tube. The catheter insertion was normal and the nurse received a positive blood return however the line would not draw blood back which is abnormal so they removed the IV at which time the issue was noted. Ref 382523, lot 3342337.